Manufacturer narrative:
(B)(4). Report source: (B)(6). Osseoti multihole 58mm g, pn 110010267, ln 6165814, delta cer fem hd 32/-3mm t1, pn 650-1163, ln 2018040618, tprlc 133 mp type1 pps so 14.0, pn 51-106140, ln 6129981. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery and the liner was difficult to seat to the shell. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.